Event description:
The facility reports the resident was being transferred from a wheel chair to a bed when the right leg clip came off the resident slipped sideways out of the sling. The resident's left leg was held in the sling; she hit her head on the leg of the lifter. The resident sustained lacerations to the back of the head on the right side. One which required 10 sutures and another which required sutures.

Manufacturer narrative:
The sling was returned to the manufacturer for investigation and conclusion. The keyhole gateway of each attachment clip was measured and, with the exception of the right-hand shoulder clip, all were within the manufacturing tolerance, the gateway of the right-hand shoulder clip had a small amount of wear, which made it slightly over the manufacturing tolerance top limit. Despite the small amount of wear, the clips still retained a positive interference fit when checked with a plug gauge representing lift knobs at minimum diameter. The manufacturer is unable to determine the precise reason for the clip detachment. It should be noted the safety of the sling is not compromised, even if the clips are a loose fit, provided the clips are fully engaged on the hanger bar of the patient lifter. The lifter operating and product care instructions include a warning which states; "important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." This statement is also referred to in the "guidelines on the use of your sling." The manufacturer recommends users be advised the attachment clips must be fully in position, as per the lifter operating instructions and the "guidelines on the use of the sling."